Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 12:00 am the test did not start on their adc blood glucose meter after a test strip was inserted into it. Customer further reported experiencing "dizziness and tingling sensations on the soles of feet". Paramedics were called and treated the customer on the scene with an unknown amount of lantus solostar (insulin glargine) insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.